Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was working real well in the beginning and then all of a sudden on monday the (B)(6) they flooded everything and it was very disappointing. Patient also said they were doing more very soft stools and think that was something to do with diet. Patient mentioned they were also taking a stool softener. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. Patient stated they did not think ins was 100% working but they put their settings back to what they had been at previously and that seems to be working. Reviewed external equipment general use. Patient will speak with hcp with further questions. Additional information was received from the patient. The cause of the sudden return of symptoms was unknown. When asked about the most likely cause, they stated "there was a uti, I have continued to leak. We tried to change setting going higher. Was clear for 24 hours. Started to moderately leak throughout the day. Seems to be worst after sitting for more than 10 minutes". When asked what steps were taken to resolve the issue, they reported they had just lived with the problem. There were times when they couldn't control the flow especially after sitting. It seemed that the pressure of sitting triggers or stimulates the urge. They never had an accident while sleeping. Most of the time they can control the urine. Though after sitting, they find it difficult to control and usually have their worst accidents. At times, the stimulation process can be very sharp. They used to be mild at the beginning [illegible - potentially "prior"] after the implant. Most days the stimulation was only once a day and lasted no longer than five to seven minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation being on 5-7 minutes per day was unknown. When asked the most likely cause the patient answered uti. The steps taken to resolve the issue included receiving medication from their healthcare provider and settings on device. The issue was resolved. The patient also reported the device has not changed the continued leakage. The patient still doesn't have full control.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the statement "most days the stimulation only occurred once a day and lasted no longer than five to seven minutes" the patient noted that "it was programmed for the above time - most days I don't know if its come on, no stimulation is felt." When asked the cause of the stim only being on 5-7 minutes per day, that patient noted the cause was unknown and no likely cause was provided. When asked the steps that were/will be taken towards resolution, the patient indicated "(B)(6) 2025 yes. Met with a rep. [They] changed the program and settings. After two weeks, there is no change." Patient also added their own statement indicating "the stimulation cycle seems to have gone to steep - I have brought it up to 2.1 in hope there will be a change and that I will not have continual leaks and can control my urine better. I am very disappointed in my current results.".